Event description:
I had my breast augmentation in 2009 by dr. (B)(6). I was young, not long after having my first daughter and dr. (B)(6) was referred to me by a friend. Long story short, I had a capsular contracture afterwards. It finally healed and was fine. Now as the years have passed, I have very bad ripping, sharp pains that shoot through my breast, an "itching" pain inside of my breast, sharp pains in my nipples, dry, itchy nipples, very bad sagging and a very bad "droop", loose skin that seems disconnected to the implant, when I bend over, my nipples hang down very low, almost like a "raindrop" shape, again, it's like my breast implants are floating around in my chest. I have no way of figuring out anything to do with my breast. I have no way to get in touch with dr. Roberts to figure out serial number or anything.